Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) mc. (B)(6), md. Operative report. Preoperative diagnosis: parastomal hernia and stoma retraction. Postoperative diagnosis: parastomal hernia. Stoma retraction. Intra-abdominal adhesions. Small bowel laceration. Procedure: open mobilization and revision of right lower quadrant ileostomy. Diagnostic laparoscopy with lysis of adhesions and repair of small bowel laceration. Indications: this gentleman is a 72-year-old man who recently came to see me for a worsening parastomal hernia. He underwent a total proctocolectomy for ulcerative colitis in 1992. He has had one stoma revision in the past for a stomal prolapse. He claims he has had a worsening bulge around the stoma for the past 8 years. In addition, the stoma has retracted and is causing significant problems with stomal leak and appliance application. I have seen and examined the patient. It does appear he has a parastomal hernia on the right, adjacent to the ileostomy. In addition, the ileostomy has retracted significant with a stenosed opening now present. He has had one bowel obstruction in the past that was treated non-operatively. I explained to the patient the procedure of stoma revision with brooke¿ing as well as laparoscopic parastomal hernia repair. He was told of the procedure, risks, benefits, and possible complications including but not exclusive to infection, bleeding, and anastomotic leak. I planned on using mesh for this repair as well. They understood and wished to proceed. Description: ¿the patient was identified in the preoperative holding area. He did not undergo a bowel preparation as he has no colon or rectum; he was made npo after midnight. He was given perioperative antibiotics and taken back to the operating room and placed in supine position. General anesthesia was induced. His lower extremities were placed in scds and padded allen stirrups in a low lithotomy position. His abdomen was clipped of hair. The stomal appliance was removed from the right lower quadrant. In addition, a foley catheter was inserted. A 16 french foley catheter could not be advanced past the prostate. A second attempt with a smaller catheter was unsuccessful. Consequently, a 14 french coude¿ was applied and easily passed through the prostate. The foley balloon was blown up. The urine did appear bloody. Both arms were tucked at the sides. The patient¿s abdomen was prepped with a chlorhexidine solution and draped in the usual sterile fashion. Re-brooke¿ing of the ileostomy was undertaken first. An incision was made around the stoma and carried down through the subcutaneous tissue to the level of the fascia. The hernia sac was entered. The stoma was mobilized circumferentially. It was completely mobilized through the wound. Lysis of adhesions was performed in order to ensure complete mobilization. The most distal aspect where it was adherent to the fascia was significantly scarred. Consequently, this portion was excised and sent to pathology for routine processing. The remainder of the mesentery was clamped, ligated, and divided. The stoma was then re-brooke¿ed using chromic sutures with good effect. It was no longer retracted; it had nice, healthy brooke¿ed end. All drapes were removed. The patient¿s abdomen was re-prepped with a chlorhexidine solution and towels were then placed. A 14 french foley catheter was inserted into the ileostomy a short distance and the foley balloon which was a 5 ml balloon was inflated. An ioban was then placed over this, ensuring mesentery to the foley catheter so that it could be removed in and out of the ileostomy with ease. The ioban, however, protected the remainder of the abdomen from any contamination from the ileostomy. The patient was then draped in the usual standard fashion. In the left upper quadrant, a 10 mm incision was made and carried down through subcutaneous tissue to the level of the fascia. The fascia was grasped on either side, carefully incised, a kelly clamp easily inserted into the abdomen. The anterior fascia was incised. The muscle fibers were split. The posterior fascia was incised. Stay sutures made of vicryl were placed on either side. An hassan trocar was inserted. Pneumoperitoneum was easily achieved. Significant adhesions were apparent to the anterior abdominal wall and in the right upper quadrant. These were carefully taken down sharply with the metzenbaum scissors; however, there was a loop of intestine just over the liver that was significantly adherent to the anterior abdominal wall which, after being taken down, it appeared there was a small hole made in the bowel. The decision was made at this point to go ahead and make a small incision in the epigastric region for repair. Consequently, an approximately 4 cm long incision was made in the epigastric area through the previous scar, carried down through subcutaneous tissue to the level of the fascia. The fascia was divided. The abdomen was entered; a wound protector was placed. The injured bowel was seen. Two stay sutures were placed on either side. The laceration was then closed in a transverse fashion using a 3-0 vicryl suture gambee stitch. The entire suture line was then oversewn with interrupted 3-0 pds lambert sutures as well. The repair was good; it was liquid-tight but at the same time, it did not narrow the lumen. The bowel was placed back into the abdomen. The fascia was closed with a running #0 vicryl run from both ends and tied in the middle. The wound was copiously irrigated; it was also irrigated with betadine and anesthetized with marcaine solution. The skin edges were reapproximated using 4-0 monocryl. Prior to closure of the fascia, the abdomen was irrigated with a 1-liter saline solution containing bacitracin ointment to avoid any contamination in case mesh was placed. The abdomen was reinsufflated in the right lower quadrant around the ileostomy. Now that the adhesions were completely down, it was apparent there was no significant parastomal hernia around the ileostomy. However, to prevent further prolapse of the bowel into the subcutaneous tissue (which was apparently causing the bulging), we elected to place silk sutures in 3 quadrants in the medial aspect superiorly and inferiorly, securing the bowel to the posterior fascia. Again, the parastomal hernia merely consisted of small bowel underneath the skin that had tracked around the stoma. The fascia itself, though, had no hernia formation. With this completed, the abdomen was again irrigated. The bowel contents were inspected; there were no other injuries. The 10 mm port in the left upper quadrant was closed using a figure-of-eight #0 vicryl using a needle with good effect. The remainder of the ports were removed. The wounds were anesthetized with a 0.5 percent marcaine solution and the skin edges were approximated using 4-0 monocryl, benzoin, and steri-strips. The dressings were now removed. A stomal appliance was placed around the stoma. The patient was then awakened, extubated, and taken to the recovery room in stable condition, having tolerated the procedure well. Because of the traumatic foley insertion, the foley catheter was left in place.¿ disposition: the patent will be transferred to the floor. He will be encouraged to ambulate and use his incentive spirometer. He will be kept with a foley catheter there. He will be kept on 24 hours¿ worth of antibiotics. Once his ileostomy begins working, he will be allowed a regular diet and discharged home. I did show the patient¿s wife pictures of the absence of fascial hernia of the visceral abdominal wall hernia and explained the bulging caused by redundancy and looping of the bowel beneath the skin. (B)(6) 2009: (B)(6) mc. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indications: status post-surgery 5 days ago. Mid abdominal pain. Nausea, vomiting. Impression: findings suggesting distal small bowel obstruction due to para ileostomy eventration. ??/??/??: [missing records: records for the CT scan showing ¿recurrence of the parastomal hernia¿ were not provided.] (B)(6) 2009: (B)(6) mc. (B)(6), md. Operative report. Preoperative diagnosis: parastomal hernia. Postoperative diagnosis: parastomal hernia and intra-abdominal adhesions. Procedure: laparoscopic parastomal hernia repair with mesh. Complications: none. Indications: this patient is a 72-year-old gentleman who has ulcerative colitis and is status post total proctocolectomy. He has a large parastomal hernia around the ileostomy site. I took him to the operating room on (B)(6) 2009; he did not have a fascia defect. Consequently, all of the small bowel was reduced and silk sutures were placed to ensure that it stayed reduced. Postoperatively, however, he had a severe allergic reaction to cipro, developed an ileus and urinary retention. He vomited several times. Repeat CT scan of the abdomen and pelvis revealed a recurrence of the parastomal hernia. It has now been 6 weeks; he has recovered well. He is being brought to the operating room for a repeat repair. He underwent placement to a foley catheter by dr. (B)(6) yesterday as he does have a urethral stricture which may have contributed to the urinary retention, and we felt it was best to have dr. (B)(6) place it to avoid any possible complications. The patient was told of the procedure, risks, benefits, and possible complications as well as the need for possible mesh placement and he wished to proceed. Description: ¿the patient was identified in the preoperative holding area. He was given primaxin for antibiotics as he has allergies to cipro and penicillin. He was taken back to the operating room and placed in supine position. General anesthesia was induced. His lower extremities were placed in scds. Both arms were tucked at his sides. His ileostomy appliance was removed; his ileostomy was well-brooked, pink, and healthy. His abdomen was then prepped with a chlorhexidine solution and the towels were then placed for the drapes. A 16 french foley catheter was inserted into the ileostomy site; 20 ml of saline was injected. The drapes were then covered with an ioban, leaving a small mesentery on the foley to allow for movement of the foley to identify the ileostomy limb intra-abdominally. Drapes were now placed sterilely. Extra betadine was used after placement of the foley to ensure complete sterilization of the skin surrounding the stoma. With the drape now in place, the left upper quadrant 10 mm port from the last operation was identified; it was re-incised, carried down through the subcutaneous tissue to the level of the fascia. The fascia was carefully incised; there was some scar tissue. A finger easily inserted into the abdomen. The hassan trocar was inserted. A 5 mm port was placed in the left mid abdomen and a 5 mm port placed in the left lower quadrant. Significant adhesions were encountered of the omentum to the anterior abdominal wall and the left upper quadrant. These were carefully taken down with the scissors. In the midline, additionally, there was a loop of small intestine that was adherent to the scar. This was carefully taken down with the scissors as well. There was no injury to the small bowel. Concentrating now on the right lower quadrant in the location of the ileostomy: at the last surgery, the fascia was tight around the ileostomy. Consequently, since there was no fascial defect, no mesh was placed at the last operation. However, now there was a large fascial defect with herniated intestine through the fascia beneath the skin, causing the parastomal hernia. An extensive lysis of adhesions was performed as the small bowel reduced from the hernia cavity. The small bowel was completely straight up to the ileostomy now, and the camera was inserted into the hernia to ensure there were no remaining loops of small intestine, which there were none. Intra-abdominally, the fascial defect was approximately 5 cm; however, using spinal needles placed through the skin, the outer defect was 14 x 11. Consequently, a piece of dualmesh was used that was 15 x 18 cm, ensuring 2 cm overlap circumferentially . This dualmesh with the rough side up was now prepared for the intra-abdominal placement. Along one of the limbs of the 15 cm side, 2 zero gore-tex sutures were placed 7 cm apart through the mesh and tied down. Additionally, a zero gore-tex suture was placed in the mid portion of the 18 cm limbs as well as in the mid portion of the remaining 5 cm limb. The mesh was now rolled up, it was placed into the abdomen through the 10 mm port sire and it was unrolled into the cavity. After correct orientation, the gore-tex sutures were now brought through the abdominal wall. On the piece of mesh side with the 2 gore-tex sutures, each gore-tex suture was placed on either side of the ileostomy. There was absolutely no strangulation or tightness. The small bowel was brought out laterally through the mesh in this area. The mesh was now stretched taut and the remaining gore-tex sutures brought through the other 3 sides of the mesh through the abdominal wall. A tacker was now used to tack the edges to the peritoneum and 2-0 prolene sutures were now placed 2 cm in between the gore-tex sutures to secure the placement. Again, there was no tightness along the ileostomy side of the small bowel. Using a brice needle, the 10 mm port in the left upper quadrant was closed with a figure-of-eight 2-0 vicryl suture. In addition, all wounds were anesthetized with 0.5 percent marcaine solution. All ports were now removed and the abdomen desufflated. Then 4-0 monocryl sutures were used to close the skin and the 3 left-sided port sites. The skin of the small stab wounds where the sutures were placed around the mesh were closed using dermabond. Again, these areas were also anesthetized with 0.5 percent marcaine solution. The skin was carefully cleaned with chlorhexidine solution prior to placement of the dermabond, again to ensure no infection. The drapes were now removed and an ileostomy appliance was placed on the stoma. In addition, steri-strips were placed on the port site wounds. The patient was awakened, extubated, and taken to the recovery room in stable condition, having tolerated the procedure well.¿ disposition: the patient will be kept on primaxin for 24 hours. He will be given reglan around-the-clock. He will be started on ice chips today. We will keep the foley catheter in place until dr. (B)(6) sees him. He will be encouraged to ambulate and use his incentive spirometer. He will be given dilaudid IV as well as percocet for pain. Product identification records for the alleged gore device were not provided. (B)(6) 2009: (B)(6) mc. (B)(6), md. Radiology ¿ xr abdomen. Indications: abdominal pain. Findings: patient is post mesh placement in right lower abdominal wall. Regional ileus. (B)(6) 2009: (B)(6) mc. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: high-grade mid small bowel obstruction several centimeters proximal to right-sided ileostomy. Recurrent anterior abdominal wall hernia at ileostomy site containing nondilated small bowel. (B)(6) 2010: (B)(6) mc. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: 789.00 [ICD code, abdominal pain, unspecified]. Findings: again noted is hernia through the right anterior abdominal wall containing small bowel without infiltration of surrounding fat. (B)(6) 2010: (B)(6) mc. (B)(6), md. Operative report. Preoperative diagnosis: recurrent parastomal hernia. Postoperative diagnosis: recurrent parastomal hernia. Procedure: laparoscopic lysis of adhesions. Recurrent parastomal hernia repair with mesh. Complications: none. Indications: this is a 72-year-old gentleman with a permanent ileostomy after total proctocolectomy for ulcerative colitis. He underwent a parastomal hernia with reformation of his stoma last year. He developed vomiting because of an allergy to cipro. He redeveloped a parastomal hernia. This was again fixed with mesh. He presented to me recently with recurrence of the parastomal hernia. We went over some of our options including no intervention versus recurrent repair with mesh. He wished to undergo repair. He was told of the procedure, risks, benefits, possible complications. He wished to proceed. Operative note: ¿the patient was identified in the preoperative holding area. He was reconsented. He was given IV antibiotics. He was taken back to the operating room and placed in the supine position. General anesthesia was induced. He already had a foley catheter inserted this morning by dr. (B)(6). His lower extremities were placed in scds and his arms were left extended out at his sides. The ostomy appliance was removed. His abdomen was prepped with a chlorhexidine solution. A foley catheter was then inserted into the ileostomy and a foley balloon inflated. The abdomen was now draped in the usual standard fashion. A 10 mm incision was made in the left upper quadrant. Dissection continued down to the fascia. The fascia was grasped on either side, carefully incised. A kelly clamp easily inserted into the abdomen. A hasson trocar was inserted. Pneumoperitoneum was easily achieved. In the left mid abdomen, adhesions were identified. These were carefully lysed with the scissors. In the right lower quadrant, adhesions were encountered to the mesh. These, again were carefully taken down sharply using the scissors. It was evident that the mesh had bunched up laterally thereby allowing the hernia to reoccur. The contents of the hernia were completely released until no small intestine remained within the hernia sac. No bowel injury occurred. There was no bleeding. A piece of mesh measuring 16 cm x 12 cm was chosen. This was a piece of dual mesh with the rough side up. Zero gore-tex sutures were placed in the midline on three sides, two gore-tex sutures were placed on the fourth side to allow for the ileostomy. The mesh was rolled up and was placed inside the abdomen through the 10 mm port. It was then unrolled inside the abdomen orienting the mesh appropriately. Using a spinal needle to identify the various locations, followed by a small stab wound incision in the skin with a knife and the brice needle, the sutures were then passed. The two sutures on either side of the ileostomy were ensured so that there was no bowel causing the parastomal hernia again. The other three sides of the mesh were then carefully placed on tension so that the sutures could easily be brought to the abdominal wall. Great care was ensured so that the stab wounds for the brice needle did incorporate a good piece of fascia ensuring that the mesh was secured to the fascia. Once all five sutures were placed, these were secured down. A tacking device was used to place tacks all around the circumference of the mesh, placing them close together so that bowel could not herniate beneath the mesh. Zero prolene sutures were now placed approximately 2 cm apart circumferentially. In addition, extra sutures were placed on either sides of the ileostomy to ensure these did not pull away. All of these prolene sutures were secured down. A vicryl suture was used to close the 10 mm port in the left upper quadrant thereby closing the fascia. All wounds were anesthetized with a 0.5% marcaine solution. The wounds around the ileostomy site were closed with dermabond. The wounds along the left lateral wall were closed with 4-0 monocryl with benzoin and steri-strips. The patient was now awakened, extubated and taken to the recovery room in stable condition having tolerated the procedure well.¿ disposition: the patient will be transferred to the floor. He will be encouraged to ambulate and use his incentive spirometer. He will be started on clear liquids and advance as tolerated. He will be kept on 24 hours worth of antibiotics. He will be given morphine for pain as requested as well as ambien at night. He will also be given an abdominal binder to wear. (B)(6) 2010: physicians regional mc. Operating room nursing record. Asa 3. [Handwritten] gore dual mesh 18 cm x 24 cm. Ref #: 1dlmc06. Lot #: 7197735. Exp: 2014-10-20. Implanted. Gore dual mesh. Ref #: 1dlmc02. Lot # 06751369. Exp 2014-05-27. Not used. The records confirm a gore® dualmesh® biomaterial (1dlmc06/7197735) was implanted during the procedure. (B)(6) 2011: (B)(6) ctr. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: peristomal hernia in right lower quadrant is more prominent. (B)(6) 2012: (B)(6) mc. (B)(6), md. Operative report. Preoperative diagnosis: recurrent peristomal hernia. Postoperative diagnosis: recurrent peristomal hernia. Procedure: exploratory laparotomy. Lysis of adhesions. Removal of mesh right lower quadrant. Placement of strattice mesh 16 x 10 cm. Complications: none. Indications: this gentleman is 74 years old. He is status post a total proctocolectomy with end ileostomy. He has undergone 3 repairs in the past for recurrent parastomal hernias. Twice he had dual mesh placed laparoscopically. He presents with a recurrent hernia that is symptomatic, causes pain and intermittent obstructions. I recommended we proceed to the operating room for removal of the previous mesh and placement of a strattice mesh, which is a biologic type of mesh and will eventually be absorbed. The patient was told of the procedure and risks. He understands. He wishes to proceed. Description: ¿the patient was identified in preoperative holding area. He was given IV antibiotics. He was re-consented. He was taken back to the operating room, placed in the supine position. General anesthesia was induced. A coude foley catheter was placed. He does have a history of urethral stricture. In addition, he received clindamycin and flagyl because of numerous allergies, including cipro. His lower extremities were placed in scds. His ileostomy appliance was removed from the right lower quadrant. The ileostomy itself was approximately an inch and a half long and appeared well-healed. There was no evidence of retraction or ongoing incarcerated hernia at this point. The abdomen was prepped with a chlorhexidine solution and draped in usual standard fashion using the ioban drape. The previous laparotomy incision was made. Dissection continued down to the fascia. Fascia was carefully entered and a lysis of adhesions was performed. Dissection of the small bowel was taken off the dual mesh without any injury to the bowel. The liver was inspected and found to be normal. He is also status post cholecystectomy. The mesh from the right lower quadrant abdominal wall was excised using electrocautery. In addition, because of the concern of irreduced bowel from underneath the skin in the peristomal hernia sac, the decision was made to go ahead and take down the entire ileostomy. Incision was made around the ileostomy site. Dissection continued circumferentially. The ileum was delivered into the abdominal cavity. A piece of strattice mesh measuring 10 x 16 cm was chosen. A small cruciate-type incision was made centrally without dividing the mesh circumferentially. The ileostomy was placed through this cruciate hole. It was delivered through the ileostomy site to the level of the skin. The stoma site on the abdominal wall side was made smaller by placing figure-of-eight prolene sutures on either side. This would help reapproximate the tissues so that the overlying strattice mesh would be able to incorporate, reconstructing the entire right lower quadrant abdominal wall. Several prolene sutures from the previous repairs were removed. In addition numerous tacks were also removed from the abdominal wall. The mesh was now tacked to the abdominal wall circumferentially using 0 vicryl suture. The ileostomy was rebrooked and secured to the skin using 3-0 chromic suture. The midline fascia was closed using #1 double-stranded loop pds suture run from both ends. The abdomen had been copiously irrigated. Again there was no injury to the bowel. The skin edges were reapproximated using skin staples. The right lower quadrant ileostomy was replaced. The patient was now awakened, extubated and taken to the recovery room in stable condition having tolerated the procedure well.¿ disposition: patient will be transferred to the floor. He will be kept on perioperative antibiotics. He will be given a pca for pain. He will be encouraged to ambulate and use his incentive spirometer. (B)(6) 2012: (B)(6) mc. Implant sticker. Strattice. Lifecell corp. (B)(6) 2012: (B)(6) mc. (B)(6), md. Pathology report. Accession #: (B)(4). Specimen received: a. Hernia sac, mesh. B. Ileostomy trim. Clinical history: parastomal hernia. Diagnosis: a. Soft tissue and mesh, site unspecified, removal: dense fibroconnective tissue and mesh. B. Ileostomy, resection: ileostomy stoma with vascular congestion and acute and chronic inflammation. Microscopic description: performed. Gross description: a. The specimen is received fresh in a container labeled with patient¿s name and medical record number and ¿removed mesh¿ and consists of mesh measures 1x7x2 cm. The specimen is submitted for gross examination only in cassette a1. B. The specimen is received in formalin and labeled with patient¿s name and medical record and ¿2) ileostomy trim¿ and consists of a fragment of membranous soft tissue, measuring 5x2 cm. Samples are submitted in one cassette. (B)(6) 2012: (B)(6) mc. (B)(6), md. Radiology ¿ acute abdomen series. Indication: postoperative adynamic ileus. Impression: postoperative pneumoperitoneum. Bowel gas pattern compatible with adynamic ileus. (B)(6) 2012: (B)(6) mc. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Impression: recently postop with sutures in place. Small amount scattered free air present in abdomen and right upper quadrant. Small bowel is diffusely dilated and extends to mesh repair of stoma. Unclear whether there is a stricture at site or if this is diffuse ileus. (B)(6) 2012: (B)(6) ctr. (B)(6), md. Radiology ¿ CT abdomen/pelvis. History: colostomy, enterostomy complication. Impression: right lower quadrant ileostomy with interval marked decrease in degree of small bowel dilatation compared to prior examination. Still some mild small bowel dilatation. (B)(6) 2012: (B)(6) ctr. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: mid abdominal pain. Impression: interval development of distended loops of bowel within the right mid and upper abdomen with fluid attenuation. Findings nonspecific but cannot exclude partial obstruction given bowel dilatation. (B)(6) 2012: (B)(6) center. (B)(6), md. Pathology report. Accession #: (B)(4) :f. Reactive squamous epithelial changes in keeping with reflux esophagitis. (B)(6) 2013: (B)(6) mc. (B)(6), md. Operative report. Preoperative diagnosis: stoma retraction. Procedure: revision of ileostomy. (B)(6) 2013: (B)(6) ctr. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: distal small bowel obstruction at site of ileostomy as it traverses right lower quadrant abdominal wall graft. (B)(6) 2014: (B)(6) center (B)(6). (B)(6), md. Procedure report. Endoscopy. Indication: reflux with recurrent sinusitis. Diagnosis: reflux esophagitis, gastritis, duodenitis. (B)(6) 2014: (B)(6) ctr. (B)(6), md. Radiology ¿ supine abdomen. Indication: abdominal pain, kidney stones. Impression: negative postoperative abdomen. Stable left upper quadrant calcifications may be secondary to chronic pancreatitis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic parastomal hernia repair on (B)(6) 2010 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of mesh requiring additional surgery. Additional event specific information was not provided.